Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the device for evaluation. The customer's report could not be duplicated. Review of the log indicated a multifunction (mfc) cable, mfc cable with a shorting plug, or third-party pads were connected. Repeated ECG multi-lead fault toggling was observed, resulting in intermittent ECG signal. This behavior is consistent with external factors such as poor coupling or incompatible accessories. The device passed functional testing with no fault found to the device. The accessories were not returned for evaluation. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-00135-01) (rev: p) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached. No trend is associated with reports of this type.